Event description:
It was reported that the customer was hospitalized for high bgs and dka. The customer stated that they were sleeping and woke up vomiting. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin did not exit. The pump had a no delivery alarm. The customer did not have other infusion set to change. Instructed the customer to disconnect and reconnect the infusion set and prime. The device continued having the alarm. It was found that the customer was sitting and inserting manually. Also pt has scar tissue. It was believed that the alarm and high bgs were a possible result of a set related issue.